Event description:
The system was deployed on a pt weighing approx 75kg. The platform was operated off and on for approx 25 minutes. The chest compression assembly (cca) broke while the pt was being transported in the ambulance.